Event description:
Consumer complaint of low blood results. Expected blood glucose results are in the lower 100 mg/dl. Back to back blood test performed during call refused. Test strip lot MFR's expiration date is 01/26/2015. Recall test results performed from meter memory: 08:03 am, (B)(6), 61 mg/dl; 07:55 am, (B)(6), 74 mg/dl; 08:56 am, (B)(6), 72 mg/dl; 08:26 am, (B)(6), 88 mg/dl; 08:03 am, (B)(6), 80 mg/dl. Based on the customers expected results (100) and the lowest result in memory (61). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Prod not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification, ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.